Event description:
It was reported that, before using bd vacutainer® sst¿ ii advance, air bubbles were observed within the gel of 18 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that, before using bd vacutainer® sst¿ ii advance, air bubbles were observed within the gel of 18 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received photos for investigation. Evaluation of the seven photos shows evidence of gel air bubbles, which is a cosmetic defect and should not impact the efficacy of the tube. A total of 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.